Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the cartridge was being filled with insulin, insulin leaked out of the septum. Reportedly, customer continued to use the cartridge and reported that the fill estimate was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was 131 mg/dl. The cartridge was changed to address the event.